Manufacturer narrative:
Investigation summary: observations and/or testing; was not conducted because units were not provided for this incident for the alleged defect of catheter broke / separated before placement, as stated in the pir. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter broke/separated before placement with lot #8065686 regarding item #381823. Occurrence: 1st. Related complaints: n/a. Based upon the may 2019 qda report, catheter broke does not have a present trending within the report. DHR was performed, no issues to report. Root cause description: no units (samples) or photos were provided for observation or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Therefore there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the alleged defect. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that when inserting the catheter the catheter separated from the hub with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from spanish to english: at the moment of channeling the patient, the catheter leaves only the part of the needle, leaving the part of the plastic catheter in the cap of the catheter.